Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. The insulin pump passed displacement test and self test. (B)(4). The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the buttons were not responding. Customer¿s blood glucose was 60 mg/dl at the time of incident. Customer stated that the time was advancing. The insulin pump will not be returned for analysis.